Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.(B)(4)

Event description:
The customer's mother reported via phone call indicating cracks on the screen of the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the reservoir icon is incorrect and the pump is not showing the time. The customer stated that her son was being chased by a dog. The mother stated that her son fell and there is a crack on the screen. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.